Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 5. Reference MFR. Reports: 1627487-2015-03591, 1627487-2015-03592, 1627487-2015-03593 and 1627487-2015-03594. The patient has 2 pns systems which originally consisted of: (2 model 3189 occipital [off-label] leads and 2 model 3189 supra-orbital [off-label] leads). This issue is related to the occipital leads; however, it is unknown which leads are placed occipital. Therefore, all possible leads are being reported. It was reported the patient began experiencing unintended neck and shoulder stimulation from the occipital leads. X-rays revealed the leads had migrated. As a result, the 2 leads were explanted and replaced with a different model. Effective stimulation was restored following the procedure.